Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing inhibition for its non-boston scientific left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data, with oversensing of a signal for the lv lead noted. Additionally, it exhibited a decrease on its impedance measurements, with the measurements still within range. Further in clinic examination and x-ray imaging was recommended to determine the possible root cause. Ts discussed programming lv sensing off as an option. This device remains in service. No adverse patient effects were reported.